Event description:
Epidural catheter tubing disconnected at the connector.

Manufacturer narrative:
It was reported that the "epidural catheter tubing came disconnected at the connector. Patient declined replacement of epidural". Prophylactic antibiotics were ordered. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.